Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen; the display screen was difficult to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen; the display screen was difficult to read. Unrelated to the complaint, the battery compartment was found to be cracked from the threads to case seal which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also, unrelated to the complaint, a review of the black box indicated data from (B)(6) 2013; no data was found on or around the reported event date. Multiple ¿loss of prime¿ warnings were noted associated with an unidentified low force observed in the black box history. The pump was exercised for 24 hours with no alarms duplicated and no ¿loss of prime¿. No load step issues were noted. No issues were noted with the calibration test on the force sensor. No damage/corrosion was found inside the pump when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.